Event description:
It was reported that the vns pt was referred to a surgeon for prophylactic generator replacement due to migration of the generator and pt discomfort. The pt has reported that the pain has been presented for "a while". It was reported that device diagnostic testing was done and the results were within normal limits. Good faith attempts to obtain add'l info have been made, but no response has been received to date.